Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a carotid stenting diagnostic procedure. Reportedly, as the knot pusher was advancing the knot, the knot broke, unraveled and came out of the patient's anatomy. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. Analysis of the returned device indicated that the suture knot was cut which would appear very similar to the reported suture knot break. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.